Event description:
This lead was attempted but not implanted because the lead had dislodged. The lead was returned for analysis.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should the lead become available for analysis.

Manufacturer narrative:
The correct analysis results are now attached. The returned lead was extensively analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection showed the ligature markings in the form of radial constrictions of the lead body about 18cm distal of the is-1 connector pin. In this area, cuts could also be seen in the insulation. In addition, residues of dried blood were detected at the fixation, which might have contributed to the observed behavior of the fixation. The blood residues were removed, and the mechanical analysis could then be performed without anomalies. The fixation could be extended and retracted completely and evenly; the screw turn numbers were within specifications. The lead was examined both in straight and in bent and crossed positions. Subsequently, the length of the fixation was measured. All measured values were normal. During the electrical examination, the volume resistances and the impedance were measured, with all values being within specifications. Finally, the manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.